Manufacturer narrative:
(B)(4), no consequences or impact to patient device (B)(4), data issue further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Investigations have shown a deficiency of the architect system exists in that messages are not processed, but not within the expected time period. The software should be changed to recalculate the time period measured. The 8275 error message occurs when a sample is unexpectedly detected at the sampling position, but the tests are allowed to process to completion. (B)(4) will address the issue by developing new firmware that will delete extra pending messages and avoid the 8275 error. Architect system software will be updated to send samples affected by error code 8275 to exceptions. The complaint issue involves the interaction between the accelerator aps and the architect systems. Labeling was reviewed and found to be adequate.

Event description:
The customer stated error code 8275 occurred on an architect i2000sr analyzer attached to an accelerator aps while running quality controls. The customer reran the controls and obtained acceptable results. There was no report of incorrect patient results reported or impact to patient management.